Event description:
It was reported that (1) device was used during an ileo pouch. It was reported by the affiliate that the tlc55 instrument locked out before firing. Another instrument was used to complete the case. There was no consequence to the pt.